Event description:
It was reported that during a follow up, multiple vf episodes were observed. Stored egm showed noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.